Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Device incident report received by the tga, from customer directly: (B)(4) - partial metatarsophalangeal joint prosthesis clinical event information: I had a cartiva implant inserted in my left big toe mtp joint on (B)(6) 2019. Afterwards I never regained adequate movement in that joint, leading to toe pain and additional hip pain due to my gait. I saw a hip specialist and received a joint injection which didn¿t help. On (B)(6) 2022, I had the cartiva implant removed, and the joint fused which fixed the pain in both my toe and hip. The surgeon said the cartiva implant had receded into both, and it was ¿mushy¿ inside my toe bone. Patient outcome/consequences: I had to have the implant removed and my big toe mtp fused with a plate and screws, also a bone graft.